Manufacturer narrative:
H.3. Reason code for no evaluation: other. H.3.if other specify: see section h.10. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was foreign matter in the tube. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: a hair less than 30mm was in the tube.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was foreign matter in the tube. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: a hair less than 30 mm was in the tube.